Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during an unknown phase of the patient¿s treatment. There were no alarms that occurred during the treatment in which the leak occurred. The patient¿s contact was unsure where the leak was coming from exactly. The fluid leak was not discovered until the following day. Fluid was discovered lining the bottom of the liberty select cycler and on the liberty cycler cart just below the cycler. No fluid was noted inside of the cassette door or on the exterior of the cassette. The ts representative informed the contact that it was safe to continue using the cycler. Upon follow-up, it was confirmed that the cassette compartment was found to be dry. This led the contact to believe that the fluid leak had originated from the cassette a day earlier. The contact did not recall finding any obvious damage on the cassette. The patient was able to complete pd treatment on the cycler. However, it was also confirmed the patient was trained to perform stat drains and manual pd therapy if necessary. The patient¿s pd registered nurse (pdrn) was notified of the event. The pdrn did not have any concerns and the patient was not prescribed prophylactic antibiotics. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient is continuing pd therapy on the same cycler without any further problems.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during an unknown phase of the patient¿s treatment. There were no alarms that occurred during the treatment in which the leak occurred. The patient¿s contact was unsure where the leak was coming from exactly. The fluid leak was not discovered until the following day. Fluid was discovered lining the bottom of the liberty select cycler and on the liberty cycler cart just below the cycler. No fluid was noted inside of the cassette door or on the exterior of the cassette. The ts representative informed the contact that it was safe to continue using the cycler. Upon follow-up, it was confirmed that the cassette compartment was found to be dry. This led the contact to believe that the fluid leak had originated from the cassette a day earlier. The contact did not recall finding any obvious damage on the cassette. The patient was able to complete pd treatment on the cycler. However, it was also confirmed the patient was trained to perform stat drains and manual pd therapy if necessary. The patient¿s pd registered nurse (pdrn) was notified of the event. The pdrn did not have any concerns and the patient was not prescribed prophylactic antibiotics. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient is continuing pd therapy on the same cycler without any further problems.